Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections e1 and g2 with this report.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h3, h6 and h10 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The mother reported that the customer experienced low blood glucose on the late evening of (B)(6) 2024. Blood glucose reading at the time of event was 2.4 mmol/l. Emergency medical services was dispatched and treated the customer at their home. Low blood glucose was treated with glucose/carb intake and a glucagon nasal spray. The mother alleged that the insulin pump over delivered (pump dosed too much basal insulin/corrections and caused sg to drop) so that the usual corrections (glass of milk) was not sufficient to correct blood glucose levels. Troubleshooting was declined since the mother wanted a new pump for the customer. Last set change prior to the event was completed on (B)(6) 2024. Reservoir was showing the same amount of insulin as shown on the status screen. Pump was not in smartguard at the time of incident. Customer discontinued pump and returned it for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 2.8 mmol/l. The customer was shock and ambulance was called. Troubleshooting was performed and found that the customer has treated the low blood glucose event with the pump. It was found that the customer was using the pump within 48 hours of the reported event and the auto-mode feature was active. The customer was alleging that the pump was over-delivering. No further patient complications were reported. It was unknown whether the customer continued to use the insulin pump. The insulin pump will not be returned for analysis.

Event description:
The mother reported that the customer experienced low blood glucose on the late evening of (B)(6) 2024. Blood glucose reading at the time of event was 2.4 mmol/l. Emergency medical services was dispatched and treated the customer at their home. Low blood glucose was treated with glucose/carb intake and a glucagon nasal spray. The mother alleged that the insulin pump over delivered (pump dosed too much basal insulin/corrections and caused sg to drop) so that the usual corrections (glass of milk) was not sufficient to correct blood glucose levels. Troubleshooting was declined since the mother wanted a new pump for the customer. Last set change prior to the event was completed on (B)(6) 2024. Reservoir was showing the same amount of insulin as shown on the status screen. Pump was not in smartguard at the time of incident. Customer discontinued pump and returned it for analysis.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with cracked up, down, and left button keypad overlay and scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 07-jan-2024, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 13.5 u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.